Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. In addition, there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Correction made to properly reflect reported information. (B)(4) does not apply to this event.

Event description:
It was reported the pump stopped working in 2008 due to normal expected longevity of the pump.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was 2008. It was reported the pump stopped working in 2008. No device or therapy concerns were reported. The patient was seeking a physician to replace the pump. The patient was robbed (B)(6) 2016 and they took all her medication. On (B)(6), the patient tripped while trying to clean everything up and broke her arm and got permanent damage. The patient was instructed to go to the emergency room. It was noted in the patient's contract to not ask for refills as the pump was not functioning. Dilaudid was in the pump after it stopped working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.